Event description:
It was reported that a medical intervention was performed. Complete bilateral lower extremity ultrasound examination due to pain and edema performed. No evidence of chronic or deep venous thrombosis.

Manufacturer narrative:
The associated genesis ii np tibial baseplate and legion ps np femoral component were not returned for evaluation. A clinical analysis noted that based on ultrasound finding and with limited information provided, the root cause of the bilateral lower extremity pain and edema cannot be determined. It is unknown if the patient is still experiencing these symptoms or if any medical interventions have been performed to alleviate or treat the reported issues. The impact to the patient beyond these symptoms cannot be concluded. No further clinical/medical assessment is warranted at this time. Our investigation included a review of complaint history for the listed parts which revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches which did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.